Event description:
It was reported that this pacemaker device was found to be operating in safety mode one day after implant. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.